Event description:
Additional information was received that this device was explanted twenty days after the initial event. The device was successfully replaced and the explanted device has been sent back for analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device noted no anomalies. Testing verified basic sensing and pacing functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code for battery voltage being too low for projected remaining capacity. Boston scientific technical services (ts) discussed the mechanism behind the fault code. Also, ts stated that they can obtain save to disk and advised that the device needs to be explanted. This ICD remained in service. No adverse patient effects were reported. Engineering analysis of the device memory revealed their was sufficient battery life to support 14 days of therapy until it was replaced.

Manufacturer narrative:
This device will be explanted and is expected to be returned for analysis. This report will be updated upon return and completion of analysis.